Event description:
It was reported that the graft tore during insertion and that the estimated blood loss was less than 50cc's. It was reported that the pt was brought to the operating room for revision to an arteriovenous graft and ligation of the fistula. During surgery, a graft was placed between two incisions in a loop configuration. Proximal and distal control was obtained on the brachial artery, and an arteriotomy was made with an 11-blade knife and extended with potts scissors. The graft was trimmed appropriately, leaving approximately 1cm of the tapered portion of the graft intact. The graft was sutured end to side with the brachial artery using a running suture of 5-0 prolene. Proximal and distal control was obtained on the basilic vein using vessel loops. A venotomy was created made wth an 11-blade, and extended with potts scissors. The vein was flushed with heparnized saline. The graft was trimmed appropriately, and after placing the initial stitch, the graft completely tore away approximately 2cm distal on the forearm. Therefore, a new graft was opened and sutured end to end with the prior graft using a running suture of 5-0 prolene. Then, the graft was sutured end to side with the basilic vein using a running suture of 5-0 prolene. The remainder of the surgery was succesfully completed.